Event description:
It was reported that the right atrial (ra) lead is allegedly presenting insulation issues and possible tip/tissue related issue. The device was at 600 ohms and it has gone up to 1000 ohms but remains within normal range. Patient has a atrial fibrillation (af). Device remains in service. And the patient will be monitored as normal unless things change further. No adverse patient effects were reported.